Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint reported. During evaluation at the third-party service center, the device was visually inspected and evidence of visible foam particles was observed. Following completion of the evaluation, the device was scrapped by the service center. There was no report of serious or permanent harm, injury, or medical intervention associated with this event. Based on the identification of visible foam particles during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.